Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump displayed upstream occlusion alarms, when no occlusion was present. It was also reported there was no pt injury.